Event description:
It was reported by (B)(4), an onkos sales representative, that a 16-year-old female patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2024 due to a possible infection which is believed to be preventing the patient's wound from healing.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised eleos implants.